Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 6.2 mmol/l (performa nano) and 19.0 mmol/l (performa). Customer then received the following results on the performa nano system within 10 minutes: 1.7 mmol/l and 20 mmol/l. Readings occurred with the same vial of test strips. No adverse event reported. The suspect device cannot be returned for legal and customs issues.